Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. Multiple follow up attempts were made to obtain any information pertaining to the patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy) that were not previously obtained during the initial investigation. The user facility and company representative was able to provide procedural details, which was updated in the appropriate sections.

Event description:
It was reported that the balloon valvuloplasty catheter broke at the balloon bond. There was no known impact or consequence to the pt; however, as the break on the catheter may have occurred on while in the pt's heart, the risk to the pt is considered high.

Manufacturer narrative:
A complete mfg review could not be performed as the lot number is unk. The investigation is inconclusive, as the sample was not returned for eval. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural factors contributed to the event.